Event description:
During index procedure the physician used one endeavor sprint drug-eluting stent to treat a lesion in the 1st obtuse marginal. Approximately 31 months post index procedure the patient suffered an mi which was treated with revascularization of the left main and svg to obtuse marginal.

Manufacturer narrative:
Results: myocardial infarction. Conclusions: myocardial infarction. (B)(4).

Event description:
Two non medtronic stents were implanted during the previously reported revascularization that was carried out approximately 31 months post index procedure.